Manufacturer narrative:
One osseotite® implant 4 x 10mm (oss410), one unknown abutment (+crown) and one unknown screw were returned for investigation. The complaint alleged that 5 loosening events occurred - internal structure of the implant failed ((B)(4)) and both abutment and screw had been replaced 3 times. This complaint addresses the 5th loosening event (after replacement) and the damaged drive feature event reported. Visual evaluation of the as returned products identified that platform, hex and internal threads (drive feature) on the implant were damaged - there was bone residue around the external threads due to usage. Additionally, the abutment was damaged with the screw inside and detached from the crown possibly during removal of the devices. Damage observed on returned devices due to trephine removal is not considered a malfunction or failure of the devices. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Therefore, no malfunction has been identified with the screw nor the abutment. Functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The implant had been placed on tooth #13 (unknown notation system) for approximately 15 years. X-ray or picture images were not provided. Appropriate documentation was removed. The DHR was not available electronically for the subject lot number (532781) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of non-conformance, or any possible manufacturing issue related to the reported events. Complaint history review was performed for the reported lot number (532781) for similar events (complaint category keyword: functional: loosening & damaged drive feature) and 4 other complaints were identified under (B)(4). However, all four complaints concerned the same implant. Based on the available information device malfunction did occur with the implant and the reported event (damaged drive feature) was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the internal structure of implant failed at tooth location # 13. Abutment and screw replaced 3 times. Abutment is loose again. Implant was removed. Additional treatment to resolve issue: antibiotics and bone grafting.